Manufacturer narrative:
An evaluation is in process. A final report will be submitted when the evaluation is complete. Completed information for section a1 - patient identifier: sids (B)(6). Section e1 - initial reporter establishment name complete entry = (B)(6) hospital. Section e1 - address 1 complete entry = (B)(6). All available patient information was included. Additional patient details are not available.  This report is being filed on an international product, list number 07p70, that has a similar product distributed in the us with the same list number, and a 510k/PMA/bla number of k173122.

Event description:
The customer observed falsely elevated alinity I free t4 results generated for a male patient sample. The following data was provided: (B)(6) 2025; sample ID (B)(6) initial result = 20.08 pmol/l, repeat result was consistent. (B)(6) 2025; same patient, new sample obtained. Sample ID (B)(6) result = 15.29 pmol/l, repeat result was consistent. No impact to patient management was reported.

Event description:
The customer observed falsely elevated alinity I free t4 results generated for a male patient sample. The following data was provided: on (B)(6) 2025, sample ID (B)(6), initial result = 20.08 pmol/l, repeat result was consistent. On (B)(6) 2025, same patient, new sample obtained. Sample ID (B)(6) result = 15.29 pmol/l, repeat result was consistent. No impact to patient management was reported.

Manufacturer narrative:
Additional information section h4 - device mfg date: updated from blank to 9/30/2024 updated section d3 - email to include new email contact information. Updated section g1 - mfg site email to include new mfg site email information. The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, field data review, and in-house testing. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. Review of tracking and trending data identified an increase in complaints for the alinity I free t4 assay as well as an increase in complaint activity for reagent lot 68901ud01. However, testing was performed utilizing retained kit of lot 68901ud01 and all testing passed, indicating the reagent lot is performing as expected. Device history review did not identify any nonconformances, potential nonconformances, or deviations associated with the likely cause list number. Labeling was reviewed which adequately addresses the current issue. Based on the investigation, no systemic issue or deficiency of the alinity I free t4 reagent lot 68901ud01 was identified.